Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number:1644408-2019-00674; 509-01-436, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.